Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the skin during a laparoscopic gastroplasty, the device¿s seal was damaged. They used a permanent reducer to complete the case. There was no patient injury.